Event description:
It was reported the patients blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours on the back. No treatment was provided.

Manufacturer narrative:
The device was received fully deployed. Investigation found a tear on the exposed portion of the soft cannula. Fluid was observed leaking out of the external tear, which diverts the intended path of the fluid. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or abnormalities were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Manufacturer narrative:
H3 device evaluated by manufacturer: from none to yes.